Event description:
The customer contacted physio-control to report that their device's readiness indicator was blank. Upon initial evaluation, physio-control observed that the device would not remain powered on, to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device, and the cause of the reported issue was determined to be due to process residue, causing a short circuit of capacitor, designator c13, on the digital pcb assembly. This caused the internal hybrid layer capacitors to become depleted, and the device to not remain power on.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's readiness indicator was blank. Upon initial evaluation, physio-control observed that the device would not remain powered on, to charge and shock defibrillation energy. There was no patient use associated with the reported event.